Event description:
Related manufacturer reference number: 2017865-2025-10568. It was report that the patient was found asystole in a house fire. The cause and manner of death are pending further studies.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.